Manufacturer narrative:
According to the reporter, the two ap2-100506 temporary fixation pins were discarded. As a result, the product was not available for evaluation. Additionally, no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components. Intraoperative fissure, fracture, or perforation of the spine.

Event description:
On (B)(6) 2025, a patient underwent spinal surgery utilizing seaspine's admiral acp system. It was reported that two temporary fixation pins (ap2-100506) fractured and the tips were left inside the patient's bone. No patient injury was reported.